Event description:
Pt underwent a right lobectomy with radiofrequency ablation (rfa). A rita rep in the or informed the circulating nurse that the pt needed to be grounded twice for the rfa machine to function. Rfa pad #1 was placed on the left calf and rfa pad #2 was placed on the right posterior-lateral thigh. The electrosurgical unit grounding pad was placed earlier on the upper right anterior-lateral thigh. After completion of the case, while removing rfa ground pad #2, the nurse noticed that the pt's skin was peeling off with the pad. When the pad was removed, the pt's skin was attached to the pad leaving a 6cm x 4cm open area on the right posterior-lateral thigh. Silvadene ointment was applied to the site. The surgeon also noted the pt to have sustained a footdrop injury. Further assessment of the pt's condition is pending physician's evaluation. Rita rep left the or and the hospital with the electrical cord suspected of malfunction.